Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 days after implant, the cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket to drain a hematoma. The device was placed back in the pocket with a antibacterial absorbable envelope. The patient continued to have problems with the pocket. It was decided after a pocket evaluation that the device and leads would be removed to allow the pocket to heal. It was noted that the tissue in the pocket appeared to be discolored and possible infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.